Event description:
Patient was revised to address abnormal MRI and elevated ion levels. Update: (B)(4) 2013- legal claim received. The doi for the liner was identified. There is no new additional information that will affect the investigation. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and soft tissue necrosis. It is also alleged that the post-op pathologic diagnosis was: dense fibrous tissue and synovial-like lining with debris reaction, chronic inflammation and embedded fragments of bone and refractile foreign material. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2075985 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.